Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing due to noise resulting in pacing inhibition. The noise could not be reproduced. The physician elected to cap and replace the lead and noticed lead insulation damage at the proximal end of the lead. The procedure was completed successfully and the patient was noted to be in good condition.